Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device displayed the wrench, battery and attention icons. Physio-control's device evaluation verified the reported icons and found that it would not power on. There was no pt use associated with the event.